Event description:
A malfunction was reported on a customer's pump, with no notable events occurring before the issue. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, which provided assistance with resetting the pump. Despite this, the malfunction code recurred. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.